Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead demonstrated a high capture threshold and reduced p-wave amplitude. A chest x-ray confirmed lead dislodgement. The atrial lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.